Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected to the device at the time of the alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.